Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced starburst, glare and halos around light and it takes an hour or two in the morning for vision to come into focus for him to read or drive. Hence the lens was explanted and replaced with non company monofocal lens in a secondary procedure and the patient was doing well. Clinical reason for explant was due to patient's lifestyle work and driving at night so the patient cannot successfully neuroadapt. There was no further impact to the patient. There are two medical reports associated with this patient. This file belongs to left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).